Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during startup testing. It was reported that one hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. According to the ssu (sales and service unit) dated 2024-12-18 the device will be repaired by a third-party company. The failure mode "runaway" can be linked to the following most possible root causes according to the hl20 risk management file. (Un)intended change of pump speed by e.g.: deactivated interventions / override - drift of pressure sensors - by knob - by display setting - wrong flow values (defect or wrong calibration) - slave mode (controlled by master) the review of the non-conformities has been performed on 2025-01-14 for the period of 2015-03-21 to 2024-11-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-03-21. Based on these investigation results the reported failure "runaway" could be confirmed. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china during startup testing. It was reported that one hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Since the reported error message: "runaway" can lead to an unintentional pump stop a report is required. Complaint ID: (B)(4).